Event description:
It was reported that the patient 's lead migrated. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the lead was replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.